Event description:
The endopouch retriever specimen bag broke when the gallbladder was placed in the bag. Two pieces of plastic were removed from the patient's abdomen. The bag appeared whole, aside from the two pieces missing.